Event description:
It was reported that during a laparoscopic appendectomy, the device punctured the inferior vena cava during insertion. There was no preinsertion insufflation and it was the first port. The surgeon was using visualization, optically guided. The procedure was converted to open, and the injury was repaired. The patient was transfused with 17 units of blood. Two days post op, the patient was discharged from the hospital.